Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse did not observe, smell, nor detect fumes during this visit. The cse replaced the capstan drive assembly and the sample probe cleaner bottle cap, adjusted the top sealer, verified that 200 cuvettes were sealed, and inspected the instrument for potential source(s) of the fumes. The cse did not find a potential source and there was insufficient evidence to determine that the instrument emitted fumes. Then, the cse ran quality controls, which recovered acceptably. The facility engineer also inspected the instrument drain for blockage and proper flow. The site facilities corrected an issue with the drain; the drain was dry and potentially contributed to the fumes observed by the laboratory staff. The site facilities refilled the drain to address this issue. Siemens follow-up with the laboratory a few days after the initial service and the instrument was performing according to specifications. The cause of the event is unknown. No further evaluation of this device is required.

Event description:
The customer reported that the top sealer malfunction contributed to cuvettes not sealing on a dimension exl 200 instrument. The customer reported that they observed fumes in the laboratory. Due to the top sealer malfunction and because fuming odor dissipated after the instrument was powered down, the customer inferred that fumes were emitted from the instrument. The customer alleged that they were affected by the fumes, and therefore, the laboratory was evacuated. On the next day, the laboratory staff, except for one laboratory technician, returned to work without issues. The laboratory technician also returned to work, however, she alleged that she felt tingling around her lips and face when she was in the proximity of the instrument. The customer indicated that the laboratory technician was prescribed medication but did not provide further information. Patient samples were sent to an alternate laboratory for testing due to this event. There are no known reports of adverse health consequences due to the event.